Event description:
During a ptca (percutaneous transluminal coronary angioplasty), it was impossible to inflate the balloon of the cypher select plus (crb28350). The event occurred during patient use. There was no potential adverse event. The product was stored according to labeling instructions. It is unknown as to what actions were taken to manage the problem during the procedure and how the procedure was completed.

Manufacturer narrative:
This product is available for analysis; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt. Thsi device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states.